Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
(B)(4). It was started that an error head on rotaflow occured when rpm increases. No known consequences to patient.

Manufacturer narrative:
The device was sent to maquet cardiopulmonary(mcp) for inspection: the failure could be confirmed. After that the device was investigated by (B)(4): they found out that the device has a bearing damage of the engine. This leads to the failure of the speed control of the motor. Additional deficiencies: electronic boards mc1 and mc2 have to be replaced. Mastholder with the components are strongly oxidized and rusted. Connection cable of rotaflow is too short. The customer wants the device unrepaired back because of the high repair cost. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this as a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation initiations will be completed at this time.

Event description:
(B)(4).